Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on stored electrograms (egm). It was further reported that the patient received a shock for an episode of ventricular fibrillation (vf), however the implantable cardioverter defibrillator (ICD) was in mode switch prior to detection and therapies were initially withheld for atrial fibrillation (af)/atrial flutter. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 5076-52 (serial: (B)(6); product type: 0270-lead-lv-pace; product ID ddpa2d4 (rsm619518s); product type: 0235-ICD; implant date (B)(6)2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.